Manufacturer narrative:
Philips service replaced the geoipc ivybridge with zmp can and io and reinstalled the software, restoring the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geoipc failure caused inability to power on the device on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.